Event description:
Patient called in to report service required code-r2013 (mcu software update error).there was no patient injury. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor failed isl (safety). Kmt engineering evaluated the returned monitor. The service error code was replicated during the device investigation. The failure seems to be caused by the misalignment of the wires around the connector flex leading to intermittent communication between two circuit boards leading to a service required error code. The rate of occurrences for this failure mode is relatively low so there is no need for further corrective action. The issue will continue to be trended for future occurrences.